Event description:
It was reported that a capd disconnect y-set was missing a blue cap. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a missing blue shrouder from the tubing was observed. The reported condition was verified. The direct cause was determined to be manufacturing related issue occurred during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.